Event description:
Home pt reports leak in pt line of home choice set during use. Home pt discontinued treatment and noted her pet kitten had chewed the hole in the tubing. Per home pt, no pt injury or medical intervention.